Manufacturer narrative:
This supplemental is being filed to capture b5: describe event or problem, d6b: explant date, and e1: initial reporter email address.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. There was no additional adverse patient effects were reported. This rv lead was surgically abandoned. Additional information indicated that the rv lead was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. There was no additional adverse patient effects were reported. This rv lead was surgically abandoned.